Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number mjk590, and no non-conformances were identified. Investigation summary: a failed suture needle was submitted for fractographic evaluation. The components were identified as product code j376h. A fracture was observed at the body suture attachment. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fractures and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. These were ductile fractures. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and the suture was used. During the procedure, the needle broke into two pieces while passing through tissue, unknown layer of tissue, unknown loop. The broken pieces were retrieved from the patient, found visually, no x-ray was needed. A second like needle was used to complete the procedure. There were no patient consequences reported.